Manufacturer narrative:
Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient¿s risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. In this case, the patient's hypotension post extubation progressed into a pulseless electrical activity (pea) arrest. Although the root cause could not be determined, the recent tavr procedure in combination with the patient's advanced age and underlying comorbidities (chf, htn, valvular heart disease) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), the patient was extubated at 11:00pm on the day of the procedure with good abgs. The patient became hypotensive around 11:50, was given levophed and CPR was started. The patient did not recover and passed away. The chest was opened and no bleeding or clot was noted. Per the hospital notes, after recent extubation on the evening post tavr procedure, the patient became hypotensive and bradycardic. She was given epinephrine and atropine and responded briefly. Anesthesia re-intubated the patient but she then became hypotensive and went into pea arrest. Acls protocol was followed, but despite exhaustive efforts including a left thoracotomy, the team was not successful. The patient was pronounced dead at 12:20 am. The post resuscitation assessment noted cardiac arrest from severe valvular heart disease.